Event description:
Information received by medtronic indicated that the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose value was 11 mmol/l and sensor glucose value was 3.1 mmol/l at the time of the event. Insulin delivery was suspended due to difference in blood glucose and sensor glucose value. The difference between blood glucose and sensor glucose reading was not within the target range. Suspend on low limit in sensor settings was at 5.2 mmol/l. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.